Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient turned off her scs system and had not used it since (B)(6) 2015. As a result, the ipg no longer communicated with external devices. It was determined the ipg was depleted as the patient did not follow the recommended charging guidelines. The patient's ipg was replaced with a new one, which resolved the issue.